Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a diagnostic issue was observed. Sense test for the right ventricular lead incorrectly showed as not performed. No further information was provided.